Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The call for troubleshooting was disconnected when cts was ready to troubleshoot the issue. Cts called the customer back but there was no answer. No further information was provided. There was no adverse impact to the customer¿s blood glucose level.